Event description:
A (B)(6) sales rep reported that a customer's contour usb meter provided a blood result of 22mg/dl. The test was repeated on a different meter and the result was 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter info was provided. It was requested that the test strips be returned for eval.

Manufacturer narrative:
In some countries outside the u.s, customer info is not provided due to privacy laws.